Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The machine flow sensor was replaced to address the issue. Additionally, several patient setting alarm conditions were observed. The device's detachable battery was replaced to address a detachable battery failure. The system board was replaced to address a sensor drift during calibration. The blower assembly was replaced due to a motor controller shutdown. These issues would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing.